Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Reportedly, customer performed dry method of the air removal process which could have led to insulin gauge inaccuracy. Customer¿s blood glucose level was 108-181 mg/dl.